Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure of the implantable pulse generator (ipg) system, high thresholds were observed on the right ventricular (rv) lead. During revision procedure acceptable thresholds were found but when ipg was reconnected ventricular pacing failure was noted. The patient experienced asystole. The ipg was explanted and replaced and rv lead remains in use. No further patient complications have been reported as a result of this event.